Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer fse replaced the mc (modular chemistry) sample probe, mc sample syringe and the mc sample syringe drive and carbon bridge to resolve the issue. Beckman coulter internal identifier is (B)(4) no patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(4).

Event description:
The customer reported receiving erroneous patient results for sodium, potassium, chloride, carbon dioxide and calcium on the unicel dxc 600 pro synchron system. The erroneous results were reported outside of the lab and later amended. There was no change in patient treatment in association with this event.